Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery-enhanced delivery system was used during a stent placement procedure performed on (B)(6) 2023. During the procedure, the stent's first flange was unable to fully deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed and the delivery system was received in position 2. During functional inspection, the catheter lock was unlocked by sliding it to the right, then the catheter control hub was moved up and down, and the catheter was advanced through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. The length of the stent was measured and found to be within specification. No visible problems were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed because the stent was received partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on july 25, 2023 that an axios stent and electrocautery-enhanced delivery system was used during a stent placement procedure performed on (B)(6) 2023. During the procedure, the stent's first flange was unable to fully deploy. There were no patient complications reported as a result of this event.